Manufacturer narrative:
Other applicable components are: product ID: 8709sc, lot#: n273960011, serial#: (B)(4), implanted: (B)(6) 2010, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 12-nov-2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving sufentanil (150mcg/ml at 100mcg/day) via intrathecal drug delivery pump. The indication for use was not noted. It was reported that the hcp thought the patient's catheter was kinked. No environmental, external, or patient factors were reported to have caused this issue. It was unknown what diagnostics/troubleshooting was performed. The hcp opened the two pockets and checked to see if the catheter was back flowing. It was not. The hcp replaced the catheter and left the old catheter in place and tied off the end. The issue was resolved and the patient was "alive - no injury." The event date was (B)(6) 2019. There were no further complications reported at this time.